Manufacturer narrative:
Investigation findings: the shaver handpiece was received for repair and during testing it was found to have the potential to activate on its own. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this failure mode. There are no reported injuries associated with this failure mode.

Event description:
This turbo advantage 2-button shaver was returned for repair with no reported problem. There was no report of serious injury or surgical delay related to this event.